Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a stent dislodgement occurred. Two weeks post procedure, the patient presented with thrombosis. The lesion was located in a severely calcified right coronary artery. The physician attempted to advance a taxus liberte¿ drug eluting stent of unknown size, but could not cross the lesion and the device became stuck. When the device was removed from the patient, the stent dislodged and remained in the lesion. A 2mm balloon was used to deploy the stent with subsequently larger balloons used to post-dilate the stent. No further patient injuries or complications occurred. Two weeks later the patient presented with thrombosis. Additional information was requested but is not available.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - as a unit has not been returned, a technical analysis cannot be performed. A review of the manufacturing documentation could not be performed as the batch number is unknown. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).